Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the device serial number is unknown. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted approximately eight (8) years and six (6) months, was explanted due to structural valve deterioration. This device was originally implanted for mitral valve replacement for infective endocarditis when the patient was 30¿s as she wished to get pregnant in future. After approximately seven (7) years post implant, exertional breathlessness appeared to the patient. This device was explanted and replaced with a 25mm mechanical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿. The device was not returned due to infection. The condition of the valve at explant was reported as ¿two leaflets were hardened and pannus was observed at the left ventricle side¿.

Manufacturer narrative:
Reference CAPA-20-00141.